Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained that the pulse generator was bothering her. The device would move in the pocket when she moved her left shoulder forward. No intervention was performed; a change in her therapy would be considered. The patient was seen on (B)(6) 2014, (B)(6) 2015. On (B)(6) 2015 the patient noted that the device would occasionally still move when she leaned forward but it wasn't bothering her much. On (B)(6) the patient underwent an unrelated leave revision procedure and the physician elected to reposition and re-use the device. The patient tolerated the procedure well. On (B)(6) the patient was seen for follow-up and the device was functioning fine. On (B)(6) 16 the patient stated that the device was no longer bothering her since the revision. The device function was noted to be normal.